Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 7/4/2021, a customer contacted merge healthcare support to report that a patient report was missing. Merge healthcare technical support determined upon investigation that the report saved but failed to upload. Logs were not available for review. Merge healthcare technical support confirmed on 7/22/2021 that the customer dictated a new report and that report was subsequently viewable as expected. No further action is necessary at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).